Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right atrial (ra) lead exhibited an impedance and sensing anomaly with an increased capture threshold. Despite several attempts of repositioning the ra lead, the parameters were not achieved. The physician elected to not use the lead and completed the procedure. The patient was in a stable condition throughout.

Manufacturer narrative:
The reported events of high pacing threshold, p-wave amp variation and impedance anomaly were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies.